Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator due to sensing of noise. The noise was reproducible in-clinic, and the physician suspected a break in the lead or insulation. A lead replacement occurred (B)(6) 2025. It was also decided to replace the s-ICD (reason not provided). This lead was received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bubble and a crack in the material next to the sense b electrode that extended into the insulation. Resistance testing found the sense a conductor was not electrically continuous. An x-ray of the sense a conductor confirmed the inner conductor coil was fractured approximately 175 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator due to sensing of noise. The noise was reproducible in-clinic, and the physician suspected a break in the lead or insulation. A lead replacement occurred (B)(6) 2025. It was also decided to replace the s-ICD (reason not provided). This lead was received for analysis.